Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2010 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, poorly incorporated mesh, small bowel obstruction, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: (B)(6) . [Signature illegible]. Progress notes [hand written]. Post op day 1: no acute events, pain controlled. Abdomen soft, bowel sounds present, right lower quadrant tender to palpation. Surgical site intact, no erythema. Ambulate, await bowel function. (B)(6) 2010: (B)(6) . [Signature illegible]. Progress notes [hand written]. Post op day 2: not using pain meds, pain only with touching abdomen, loose stools x 2. Exam: tender to palpation in right lower quadrant. Minor erythema surrounding incision. (B)(6) 2010: (B)(6) . [Signature illegible]. Progress notes [hand written]. Abdomen soft, non-tender, bowel sounds present, mild distension. Surgical site clean, dry, intact, mild erythema. Assessment/plan: status post hernia repair with return bowel function, pain controlled. Ambulate, advance diet. Mild abdominal cellulitis-monitor. Disposition home. (B)(6) 2017: (B)(6) . Urgent care. Abdominal pain, nausea, vomiting, onset last night. Abdominal pain intermittent, sharp to periumbilical area. Alleviated by emesis, no aggravating factors. 4 episodes of emesis today. Unable to tolerate po fluid or solid intake. Bowel movement today, has not been passing gas. Increase abdominal distention. Surgical history umbilical hernia repair. Appetite decrease. Exam gastrointestinal: soft, moderate distention, tender to palpation right lower quadrant, left palpable mass noted, hypoactive bowel sounds. Assessment: small bowel obstruction. Plan: IV bolus, zofran, nothing by mouth, morphine, transfer to ed further workup, surgical consultation. (B)(6) 2017: (B)(6) . Emergency room visit. Abdominal pain. Seen at urgent care, sent here rule out small bowel obstruction. Pain intermittent, aching, lower abdomen. Complains nausea, vomiting. Exam: abdominal soft, no distension, bowel sounds increased, tenderness right lower quadrant and left lower quadrant, ventral hernia palpated right side of umbilical. Consult surgery. Diagnosis: small bowel obstruction. (B)(6) 2017: (B)(6) . Radiology-x-ray acute abdominal series. History: abdominal pain, nausea, vomiting. Findings: multiple dilated gas-filled loops of small bowel projecting over left hemiabdomen measuring 5.6 cm in diameter. Multiple air-fluid levels or evidence in previously described bowel loops. No free intraperitoneal gas. Impression: concerning for small bowel obstruction. (B)(6) 2017: (B)(6). Peri-umbilical abdominal pain times 24 hours, associated with nausea, emesis. One similar episode of pain 1 week ago, resolved without intervention. Afebrile. Had prior ventral hernia repair, has known recurrence, cannot recall how long had hernia. Exam gastrointestinal: obese abdomen soft with ventral hernia right of midline, not reducible, non-tender, no overlying skin changes, remote midline incision well healed. Assessment/plan: ventral hernia, small bowel obstruction. Nasogastric tube, CT abdomen/pelvis with contrast. Naveenraj solomon, md. (B)(6) 2017: (B)(6) . Radiology-x ray kub supine abdomen. Findings: left abdominal small bowel loops dilated up to 6 cm diameter. Paucity of bowel gas elsewhere. Impression: small bowel dilation concerning for obstruction. (B)(6) 2017: (B)(6) . Radiology-CT abdomen/pelvis with contrast. History: intermittent or low-grade bowel obstruction suspected. Findings: multiple dilated loops of small bowel identified, measuring up to 4.2 cm in caliber. Transition point seen within right lower quadrant of abdomen within a ventral abdominal wall hernia inferior to displaced ventral abdominal wall mesh (series 4, image 85; series 602, image 83). Distal small bowel loops are collapsed. Soft tissues: postsurgical changes related to ventral abdominal wall hernia repair with mesh. Ventral abdominal wall hernia, just inferior to displaced abdominal wall mesh containing fat, loops of small bowel and part of the bladder. Bilateral small fat-containing inguinal hernias. Impression: small bowel obstruction with transition point within a ventral abdominal wall hernia, just inferior to displaced abdominal mesh from prior ventral abdominal wall hernia repair. Ventral abdominal wall hernia contains fat, loops of small bowel and part of bladder. (B)(6) 2017: (B)(6) . Office notes. Following open ventral hernia repair and mesh removal with primary closure. Regular diet, does not have abdominal pain, not take pain medicine. Since hospitalization, wound dressing has been moist. Yesterday, staples opened above umbilicus. Does endorse constipation. Daily bowel movements, has to strain, bowel movements hard. Exam: abdomen 4 cm vertical wound dehiscence of skin. Staples hanging from right side of wound, removed. Abdomen closure intact. Fibrinous material cleaned off with gauze, packed wet to dry, abdomen soft, distended, non-tender, no erythema or purulence. Pathology: synthetic mesh and adherent tissue ¿ gross pathology from mesh extravasation (B)(6) 2017. Assessment/plan: hernia repair on (B)(6) 2017, had skin wound dehiscence and straining with constipation. Add senna, wound care wet to dry twice daily, no heavy lifting for 6 weeks, follow up dr. Srikureja monday. (B)(6) 2017: (B)(6) office notes. Following exploration and mesh explantation for bowel obstruction. Bowel movements normal, not having pain. Returns for re-evaluation of midline abdominal wound where non-infected midline wound had skin dehiscence. Exam: abdomen soft, bowel sounds active, non-tender. Incision healing. No erythema, hernia, seroma, swelling, minimal drainage, some edema surrounding wound, without signs of infection, consistent with fluid retention in setting of diastolic heart failure history and dependency of pannus. Wound clean, no communication of wound to fascia with probing. Wound size 4 x 3 cm. Doing well postoperatively. Skin dehiscence managed wet to dry dressing. Plan: continue wet to dry changes three times a day, increase activities as tolerated, continue no heavy lifting, will send for CT scan to ensure no involvement of fascia or recurrence, as this is a mesh explantation case, follow up 2 weeks. (B)(6) 2017: (B)(6) . Radiology-CT abdomen/pelvis without contrast. Fever, abdominal pain status post ventral mesh resection. Findings: since prior imaging, the ventral mesh in suprapubic region has been removed. Areas of subcutaneous emphysema with fat stranding and soft tissue edema. Impression: interval removal of abdominal mesh with postsurgical changes seen. No abscess seen. Postsurgical changes seen involving anterior abdominal wall. (B)(6) 2017: (B)(6) . Emergency room visit. Periumbilical abdominal pain, distension times 1 week. Bowel movement this morning, is passing flatus. Exam: abdominal distension, tenderness in right lower quadrant and left lower quadrant. Medical decision making: presenting with groin and lower quadrant abdominal swelling after recent ventral hernia repair. Had leukocytosis of 16,000. Mild erythema around wound at groin. Unclear source of infection. Diagnosis: leukocytosis. (B)(6) 2017: (B)(6) . Discharge summary. Diagnosis: chf exacerbation, scrotal cellulitis. Ventral hernia, mesh removed, outpatient general surgery followup. Discharged home, stable. Activity as tolerated. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code: h6: updated investigation findings: h6: updated investigation conclusions: h6: health effect impact code: f26: no health consequences or impact previous patient codes (2422, 3191: appropriate term/code not available for ¿poorly incorporated mesh¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Medical records: ¿ the known medical records span (B)(6), 2010 through (B)(6), 2017, and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ records from (B)(6), 2010 through (B)(6), 2017 were not provided. Patient information: medical history: ¿ diverticulosis. ¿ diabetes mellitus ¿ type ii. ¿ obesity. - (B)(6) 2012: 229lbs.; bmi 34.8 - (B)(6) 20/13: 225lbs.; bmi 34.2 - (B)(6) 2015: 219lbs.; bmi 33.3 - (B)(6) 2017: 226lbs.; bmi 34.4 - (B)(6) 2017: 221lbs.; bmi 33.6 - (B)(6) 2018: 223lbs.; bmi 33.9 - (B)(6) 2019: 205lbs.; bmi 31.2 ¿ smoker - 1 pack/day x 32 years - quit 1982 ¿ congestive heart failure [chf] prior surgical procedures: ¿ (B)(6) 2005: prostatecotmy with ¿intemesh¿ implant preoperative complaints: ¿ (B)(6) 2010: ¿thickened enlarging ventral incisional hernia.¿ implant procedure: repair of ventral incisional hernia with a mesh. Implant: gore® dualmesh® plus biomaterial (06430996/1dlmcp06) 18cm x 24cm. Implant date: (B)(6), 2010 ¿ description of hernia being treated: ¿upon entering the abdominal cavity, there was noted to be no adhesions. There was a hernia with defect, which was palpated mostly in the right lower quadrant, it approximately was about 10 x 15 cm.¿ ¿ implant size and fixation: ¿a large dual mesh taken by approximately 18 x 24 cm was used and cut to size. Mesh was soaked in the antibiotic irrigation. The mesh was secured surrounding by the fascia near the pubic bone with overlap of approximately 2 cm with #0 prolene suture. Two strands 0 prolene sutures were used to run the mesh in a continuous fashion with good bites of fascia circumferentially around the defect again obtaining 2 cm overlap. Care was taken to avoid any injury to the femoral vessels by the pubic bone as the defect just reached down towards almost the inferior aspect of the pubic bone on the right groin area. After securing mesh circumferentially, hemostasis was assured.¿ ¿ post-operative period: [three days] - (B)(6) 2010: ¿surgical site intact, no erythema¿ - (B)(6) 2010: ¿tender to palpation in right lower quadrant. Minor erythema surrounding incision.¿ - (B)(6) 2010: ¿mild abdominal cellulitis-monitor. Disposition home.¿ explant preoperative complaints: ¿ (B)(6) 2017: urgent care: ¿abdominal pain , nausea, vomiting, onset last night. Abdominal pain intermittent, sharp to periumbilical area. Alleviated by emesis, no aggravating factors. 4 episodes of emesis today. Unable to tolerate po fluid or solid intake. Bowel movement today, has not been passing gas. Increase abdominal distention. Surgical history umbilical hernia repair.¿ ¿ (B)(6) 2017: emergency room: ¿abdominal soft, no distension, bowel sounds increased, tenderness right lower quadrant and left lower quadrant, ventral hernia palpated right side of umbilical.¿ ¿ (B)(6) 2017: x-ray abdomen: ¿concerning for small bowel obstruction.¿ ¿ (B)(6) 2017: surgical consult: ¿had prior ventral hernia repair, has known recurrence, cannot recall how long had hernia.¿ ¿obese abdomen soft with ventral hernia right of midline, not reducible, non-tender, no overlying skin changes, remote midline incision well healed.¿ ¿ (B)(6) 20/17: CT abdomen/pelvis: ¿small bowel obstruction with transition point within a ventral abdominal wall hernia, just inferior to displaced abdominal mesh from prior ventral abdominal wall hernia repair. Ventral abdominal wall hernia contains fat, loops of small bowel and part of bladder.¿ ¿ (B)(6) 2017: ¿acute abdominal series [x-ray] demonstrated multiple dilated gas-filled loops of small bowel with multiple air-fluid levels. CT demonstrated proximal sbo [small bowel obstruction]. Of note, patient has had a prior ventral hernia repair (unknown date) and has a known recurrence but patient cannot recall how long he has had this hernia.¿ explant procedure: exploratory laparotomy, lysis of adhesions (2hrs), explantation of mesh. Explant date: (B)(6) 2017 [hospitalization (B)(6) 2017 ¿ (B)(6) 2017] ¿ ¿an incision was made along the infraumbilical portion of his prior midline scar with a 10 blade. The soft tissue was dissected down to the mesh with electrocautery. This mesh was found to be poorly incorporated with the overlying tissue and was sharply dissected from the adjacent tissues with metzenbaum scissors. The mesh was found to be intact with running prolene sutures at the edges. The small bowel transition point was found to be a loop of bowel that was tucked under an outpouching of abdominal wall beyond the inferior aspect of the mesh. All bowel appeared pink and viable. The mesh was excised circumferentially . The rectus and old scar tissue were closed in the midline with a 1 pds suture. The skin was stapled and a sterile dressing applied.¿ relevant medical information: ¿ (B)(6) 2017: pathology: ¿received in formalin is a segment of mesh with blue sutures around the periphery and adherent from the portions of fibrofatty tissue; the mesh is 16.5 x 12.5 x 0.3 cm, 46 grams.¿ ¿ (B)(6) 2017: discharge summary: ¿came to ed on (B)(6) 20/17, periumbilical abdominal pain for 24 hrs. Found to have small bowel obstruction caused by a oop [sic] of bowel herniating underneath mesh placed in 2010 for prior ventral hernia repair. Admitted to acute care surgery service, had nasogastric tube placed. 09/07/17 ventral hernia repaired, old mesh removed and closed primarily without any new mesh placed.¿ ¿ (B)(6) 2017: ¿since hospitalization, wound dressing has been moist. Yesterday, staples opened above umbilicus. Does endorse constipation. Daily bowel movements, has to strain, bowel movements hard.¿ ¿abdomen 4 cm vertical wound dehiscence of skin. Staples hanging from right side of wound, removed. Abdomen closure intact. Fibrinous material cleaned off with gauze, packed wet to dry, abdomen soft, distended, non-tender, no erythema or purulence.¿ ¿ (B)(6) 2017: ¿some edema surrounding wound, without signs of infection, consistent with fluid retention in setting of diastolic heart failure history and dependency of pannus.¿ ¿ (B)(6) 2017: hospital admission: ¿tight, distended abdomen, + mild ttp [tender to palpation] periumbilical region.¿ ¿ (B)(6) 2017: CT abdomen: ¿redemonstration of postsurgical changes related to abdominal wall mesh removal with persistent fat stranding along the anterior abdominal wall, but no abscess identified. Redemonstration of anterior abdominal wall laxity without evidence for bowel obstruction. Colonic diverticulosis.¿ ¿ (B)(6) 2017: discharge summary: ¿chf exacerbation, scrotal cellulitis.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06430996 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 3/19/2010, including records for prior hernia repair, were not provided. (B)(6) 2010: operative note. Pre/postop diagnosis: ventral incisional hernia. Operation: repair of ventral incisional hernia with a mesh. Indication: ¿thickened enlarging ventral incisional hernia.¿ intraoperative findings: ¿defect of the hernia mostly in the right lower quadrant measuring approximately 10 x 15 cm.¿ specimens: none. Complications: none. Description of the procedure: ¿midline incision was made from a previous scar incisional site from just above the pubic symphysis to just a couple of cm above the umbilicus. Incision was carried down through the subcutaneous tissue. Linea alba was identified and incisized [sic], entry to the abdominal cavity was obtained. Care was taken to avoid any injury to underlining bowel. Upon entering the abdominal cavity, there was noted to be no adhesions. There was a hernia with defect, which was palpated mostly in the right lower quadrant, it approximately was about 10 x 15 cm. A large dual mesh taken by approximately 18 x 24 cm was used and cut to size. Mesh was soaked in the antibiotic irrigation. The mesh was secured surrounding by the fascia near the pubic bone with overlap of approximately 2 cm with #0 prolene suture. Two strands 0 prolene sutures were used to run the mesh in a continuous fashion with good bites of fascia circumferentially around the defect again obtaining 2 cm overlap. Care was taken to avoid any injury to the femoral vessels by the pubic bone as the defect just reached down towards almost the inferior aspect of the pubic bone on the right groin area. After securing mesh circumferentially, hemostasis was assured. Counts were done and correct. Mesh was irrigated, and decision at this point in time was made to close the abdomen. The fascia was closed with 2 running sutures of #1 vicryl. Skin was closed with skin staples. Dressing was applied.¿ (B)(6) 2010: intraoperative implant and nursing data. Implant record. Gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp06. Lot batch code: 06430996. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/06430996) was implanted during the procedure. Records between 3/19/2010 and 9/6/2017 were not provided. (B)(6) 2017: acute care surgery h&p. Cc: ¿abdominal pain. Hpi: presenting with sharp, (B)(6) peri-umbilical abdominal pain x 24 hours, associated with nausea and emesis. Last bm was normal at 0830 on (B)(6) 2017. Patient unable to recall if he has passed flatus since then. Acute abdominal series demonstrated multiple dilated gas-filled loops of small bowel with multiple air-fluid levels. CT demonstrated proximal sbo. Of note, patient has had a prior ventral hernia repair (unknown date) and has a known recurrence but patient cannot recall how long he has had this hernia. Pmh: prostate ca s/p prostatectomy, dm. On plavix. Exam: obese abdomen soft with ventral hernia to right of midline, not reducible but non-tender, no overlying skin changes. This patient¿s class was emergency.¿ (B)(6) 2017: [missing records: records for the CT scan showing ¿proximal sbo¿ were not provided.] (B)(6) 2017: operative report. Pre/postop diagnosis: small bowel obstruction, history of ventral hernia repair with mesh. Procedure: exploratory laparotomy, lysis of adhesions (2 hrs), explantation of mesh. Indications: ¿history of ventral hernia repair in 2010, admitted with obstipation for 4 days. Ng tube placed with 4 l output on first hospital day. Admission CT showed suspicion of small bowel obstruction under prior mesh repair, which was possibly disrupted on imaging. Findings: poorly incorporated prior mesh, intact. Small bowel transition point tucked under outpouching of abdominal wall beyond the inferior aspect, bowel all viable. Detail: an incision was made along the infraumbilical portion of his prior midline scar with a 10 blade. The soft tissue was dissected down to the mesh with electrocautery. This mesh was found to be poorly incorporated with the overlying tissue and was sharply dissected from the adjacent tissues with metzenbaum scissors. The mesh was found to be intact with running prolene sutures at the edges. The small bowel transition point was found to be a loop of bowel that was tucked under an outpouching of abdominal wall beyond the inferior aspect of the mesh. All bowel appeared pink and viable. The mesh was excised circumferentially. The rectus and old scar tissue were closed in the midline with a 1 pds suture. The skin was stapled and a sterile dressing applied. Specimen: explanted mesh. Wound class: clean.¿ there is no mention of infection involving the gore device. (B)(6) 2017 : pathology report. Diagnosis: site unspecified (removal): synthetic mesh and adherent tissue (gross only). Clinical information: hernia with small bowel obstruction. Specimens: explanted mesh. Gross description: (labeled: lawson, don; explanted mesh, ventral) received in formalin is a segment of mesh with blue sutures around the periphery and adherent from the portions of fibrofatty tissue; the mesh is 16.5 x 12.5 x 0.3 cm, 46 grams. Gross only, imaged.¿ (B)(6) 2017: discharge summary. ¿principal diagnosis: small bowel obstruction, hernia. Secondary diagnosis: moderate malnutrition, sbo. Hospital course: came to ed on 09/05/17, periumbilical abdominal pain for 24 hrs. Found to have small bowel obstruction caused by a oop [sic] of bowel herniating underneath mesh placed in 2010 for prior ventral hernia repair. Admitted to acute care surgery service, had nasogastric tube placed. (B)(6) 2017 ventral hernia repaired, old mesh removed and closed primarily without any new mesh placed.¿ (B)(6) 2017: admission history and physical. Hpi: ¿history of ventral hernia s/p repair in 2010 with recent sbo (B)(6) 2017 s/p removal of mesh and hernia repair, ex-lap, intestinal adhesions p/w abdominal pain, with ble and scrotal swelling, and sob x 1 week. Pt states that abdominal pain is 8/10, periumbilical, llq and rlq, dull intermittent. Recently hospitalized for sbo caused by loop of bowel herniating under mesh from 2010 for prior ventral hernia repair. Ventral hernia was repaired and old mesh was removed and closed without any new mesh placed. Pt states that he did not have any complications from the surgery and did not have pain until recently. Exam: abdomen: tight, distended abdomen, + mild ttp periumbilical region.¿ (B)(6) 2017: imaging. CT abdomen and pelvis with con. ¿history of ventral mesh excision on (B)(6) 2017 now being evaluated for increasing abdominal distension and pain. Comparison: abdomen and pelvis CT (B)(6) 2017, (B)(6) 2017. Impression: redemonstration of postsurgical changes related to abdominal wall mesh removal with persistent fat stranding along the anterior abdominal wall, but no abscess identified. Redemonstration of anterior abdominal wall laxity without evidence for bowel obstruction. Colonic diverticulosis. Redemonstration of multiple subcentimeter hypodense hepatic lesions, which are too small to characterize. Small volume ascites, new when compared to (B)(6) 2017. Small bilateral pleural effusions with adjacent airspace disease.¿ it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.